Event description:
The complaint/event involved a transpac® it w/ safeset¿ reservoir, red stripe tubing and needless valve. The reporter stated that they were unable to draw blood from the sample port. The port was intact, and there were no issues placing the syringe onto the port, set was initially flushing correctly, and there was no air or blood in line. They were just unable to draw blood back. The transducer line was blocked with a clot. The access port eventually did not flush properly, and it clotted. The staff nurse realized about it as soon as the transducer was blocked and disposed the transducer for a new one. The set was changed and new one was put up by the ICU nurse. The new set worked with no issues and they were able to draw blood back. There was no report of any human harm as a result of the complaint/event. No cuts, holes or defects noted on the product and no medication was involved. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
The device is not available for investigation as the customer discarded it. A review of the device history record (and other activities) are pending. The full complaint investigation is pending at this time.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.